Manufacturer narrative:
Two samples were returned for evaluation and analysis. Visual evaluation under magnification showed no metal particulates were present on either knife. A lot history search could not be performed because the lot number was not provided. The root cause for the metal particles experienced by the customer is unk. (B)(4).

Event description:
A customer reported that metal particles were observed in a pt's eye after use of two knives. The particles remain in the eye. Additional information has been requested.